Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation post procedure. X-rays were taken and confirmed that the lead had flipped. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was repositioned. This addressed the issue.

Manufacturer narrative:
It was reported the lead was implanted without issue , but was later found to have flipped. X-rays confirmed the lead was flipped. Lead was repositioned to the correct orientation. Device was not returned as it remains implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.